Manufacturer narrative:
H10: additional manufacturer narrative:  updated sections: b5 and b7. H11: corrective data: corrected section: h6 (result code).

Event description:
It was reported that a 25mm 3300tfx aortic valve underwent a valve-in-valve after an implant duration of nine (9) years, 11 months due to severe aortic stenosis. The tavr was performed with a 23mm 9750tfx valve without complications. On pod #1, the patient was discharged home in stable condition. Per the medical records, the patient presented with increasing episodes of exertional dyspnea and was deemed high risk for surgical redo.

Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Multiple requests for additional information have been performed; however, no response at this time. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no manufacturing issues that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 25mm 3300tfx aortic valve underwent a valve-in-valve after an implant duration of nine (9) years, 11 months due to stenosis. The tavr was performed with a 23mm 9750tfx valve.